Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. Symptoms included acute pain, and pain was located in the patient's lower back, buttocks, sides of her thighs, and feet. Pain was mostly on the right side. It was noted that the patient had not felt stimulation since (B)(6) 2013. The reporter stated that stimulation also stopped working on (B)(6) 2012. It was reported that the patient "ran out of charge." The patient tried charging the device but it "didn't work." It was noted that the patient had misplaced the power supply to her recharger. The patient went to the hospital on (B)(6) 2012 and (B)(6) 2013. The healthcare provider (hcp) sent her home with enough pain medication for the day and told her that she needed to come back the next day if she needed more. It was reported that the hcp wouldn't give the patient medication to go home since she was a pain management patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).